Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: old glue on light guide lens and noise and distortion on the image a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: fuzzy image was due to corrosion inside connector and a definitive root cause of the old glue on light guide lens could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported gastrointestinal videoscope had a fuzzy image. There were no reports of patient harm.